Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. When surgeon was removing 3.2mm pins from tibia and femur he noted that two of the four pins removed had broken tips. Fluoroscopic examination post procedure confirmed a pin tip was in the femur and the tibia.

Manufacturer narrative:
Reported event: the surgeon was finishing a mako pka procedure. When surgeon was removing 3.2 mm pins from tibia and femur he noted that two of the four pins removed had broken tips. Fluoroscopic examination post procedure confirmed a pin tip was in the femur and the tibia. Device evaluation and results: not performed as the device was not returned for evaluation. Device history review: review of the device history records for the associated lot indicated (B)(4) devices (143000-04 non-sterile bone pin, single) were manufactured shipped to (B)(6) on july 13, 2015 and accepted into final stock on july 24, 2015 per erp. Complaint history review: a review of complaints in trackwise and catsweb related to p/n 143110, lot number w41378-3 shows no additional complaints related to the failure in this investigation. Conclusions: the broken tips of the devices was left in the patient and the remainder discarded at the customer site. The failure was confirmed via fluoroscopic examination post procedure. Corrective action/preventive action: nc (B)(4) was initiated for related failure/harm combination for 3.2 mm bone pins. Not returned to manufacturer.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. When surgeon was removing 3.2 mm pins from tibia and femur he noted that two of the four pins removed had broken tips. Fluoroscopic examination post procedure confirmed a pin tip was in the femur and the tibia.